Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 28-dec-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 11-jul-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless ipg exhibited inadequate pacing thresholds. After the tether was cut, significant tension was noted while attempting to remove the tether and the leadless ipg dislodged. The delivery system was unsuccessful in the recapturing the leadless ipg which came free from the tether completely and migrated to the right ventricular outflow tract/pulmonary artery. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.